Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 52 mg/dl at the time of incident and current blood glucose value is 94 mg/dl. The customer also reported other blood glucose level such as 94 mg/dl, 92 mg/dl. The customer was treated for low blood glucose with food and orange juice. The customer was declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.